Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report (B)(4).

Manufacturer narrative:
The reported condition of failure (B)(4) was confirmed, but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
The facility reported a colleague infusion pump with a failure code of 806:10. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During baxter's review of the event history, it was determined that the reported condition occurred during delivery causing an interruption of delivery.